Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to the station. A technical support specialist tss identified that the patient and orders were up to date and instructed the sections such as station communication should be verified to ensure no notices or errors were present on either the server or the station, the patients record should be confirmed in the es server by checking identifiers, visit status, and ensuring correct admission data. Area, unit, and device configurations required to be reviewed to confirm the patients assigned unit was correctly mapped to the station. Admission inactivity settings required to be checked to ensure the patient had not dropped off the station due to inactivity limits, and unresolved issues were escalated to the service and support center. Tss confirmed that the issue was resolved and it was due to the service that was stuck on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the new orders were not crossing over to pull medication, and they had to put machines on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.